Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to strain/wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor was blocked, seized and rough running on the compact air drive device. It was noted that the device failed the following pre-tests: function of soft mode switch (safety system), triggers for forward and reverse mode, untrue running, excessive noise, power with test bench and starting behavior. It was reported in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.